Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.5; date: (B)(6) 2010, inr: 2.3. Patient skipped warfarin dose on the night of (B)(6) 2010 and the morning of (B)(6) 2010.